Event description:
It was reported that the plate broke due to patient non-compliance with the recommendations. Event happened when patient was walking. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ poland investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total hip arthroplasty with lateral femoral plate and screw fixation device. Subsequently, the plate broke due to the patient's non-compliance with the recommendations. The event happened when the patient was walking. X-rays taken two months post-implantation demonstrated intact hardware with fracture extension to the greater trochanter with subsequent fracture of the mid aspect of the lateral femoral plate fixation device observed in an x-ray taken four months later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified several scratches on the bone facing and especially on the non-bone facing side of the plate. The plate has fractured into two fragments, approximately halfway of the total length of the plate. The fracture of the plate is located through a screw hole. On the fracture surfaces of the plate, beach marks are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are polished areas and some scratches, most probably due to contact between the parts after the fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Two views right femur dated (B)(6) 2023 demonstrated a right total hip arthroplasty in place with radiolucent acetabular cup and comminuted fracture of the femoral diaphysis. Overall size and fit of the implants was appropriate on (B)(6) 2023, with normal alignment, however mild osteopenia appeared to be present. Lateral formal plate and screw fixation device with one proximal cerclage wire. Subcutaneous emphysema and surgical skin staples suggest recent placement. Two views right femur dated (B)(6) 2023 demonstrates intact hardware with radiolucent fracture lines along a comminuted fracture of the femoral diaphysis. A possible newly identified fracture extension into the greater trochanter was noted. Two views of the right femur from a CT scan scout dated (B)(6) demonstrate fractured lateral femoral plate and screw fixation device along its middle aspect. Right total hip arthroplasty with lateral femoral plate and screw fixation device. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.